Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Before (B)(6) 2019 the recipient was able to hear and understand speech well. The recipient then complained of a sudden loss of hearing with the device and has no awareness to speech or environmental sounds since. There was no trauma or accident reported and no redness, bleeding or pain.

Event description:
Before (B)(6) 2019 the recipient was able to hear and understand speech well. The recipient then complained of a sudden loss of hearing with the device and has no awareness to speech or environmental sounds since. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.